Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) and popliteal artery using an indigo system aspiration catheter 6 (cat6) and non-penumbra sheath. During the procedure, when advancing the cat6 without a peel away sheath, the physician experienced resistance, and the cat6 became stuck in the sheath. Therefore, the cat6 was removed. The procedure was completed using a new cat6 and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned cat6 revealed that the distal shaft of the catheter had kinks and ovalizations. If the cat6 is attempted to be advanced into a parent device without its peel-able sheath, damage such as this may occur. This damage likely contributed to resistance experienced during the procedure and resulted in the cat6 getting stuck with the non-penumbra sheath. Further evaluation revealed additional kinks throughout the length of the catheter shaft. This damage was incidental to the reported complaint and may have occurred due to forceful mishandling against resistance and packaging the device for return. During the functional test, resistance was encountered due to the distal ovalization while attempting to advance the returned cat6 through a demonstration neuron max, and the cat6 could not be advanced any further. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.